Event description:
The following was reported: technical event: 231013 (qo2 sensor defect). Device issues technical event: 231013. Check revealed defective qo2 flow sensor. The following was reported by the customer to the (B)(6) authorities (translated form german to english in google translator): after transferring a critically ill patient to the helicopter, the hamilton is detached from the head end attachment and placed upright on the rear-facing attendant's seat. After a few moments, a red alarm appears with the text "technical event 231013". A second later, this alarm is replaced by the red "oxygen low" alarm. While overcoming the first moment of shock, the alarm display changes to the red alarm "oxygen too high". The patient is in the ards, is ventilated with 80% o2 and is transferred to the ECMO system - the drop in saturation occurs within seconds. The immediate switch from 80% to 100% o2 (and the associated manipulation of the device?) Causes the messages that have been acknowledged in the meantime to disappear and the saturation of the patients increases. Immediately after starting the engines, the episode described above is repeated again and the take-off is aborted. The kh is a longer walking distance from the landing field, a resuscitation bag with peep and reservoir is set up by the doctor while the hems-tc rushes to the hospital to get another transport ventilator. He returns empty-handed. The alarms have disappeared again and the saturation is increasing. The decision was then made to start the almost ten-minute transport to the (B)(6) hospital in (B)(6) . This is uneventful. To be on the safe side, an rtw with a ventilator is requested to go to the landing site. After landing, the rtw team accompanies the transport. In the corridor over the garage level to the (B)(6) emergency room, the now familiar cascade of error messages appears again - there is an immediate switch to the rtw device. At no point in time did the saturation fall critically below the values before acceptance in the delivering hospital. A functional check of the hamilton was then carried out at the hanover station. Booting was aborted on the first attempt with a reference to the device error mentioned above. On the second attempt, the device booted up without any problems. The device has been shut down and will be repaired as soon as possible.

Manufacturer narrative:
Hamilton medical ag has received and reviewed the log files of the hamilton-t1 during the time of the event. The log file is in line with the reported event. The patient was not harmed during the event. Based on the received information, we cannot establish the root cause of the event. The data is currently analysed and if further information is received or an investigation result available, a follow-up report will be generated. Hamilton medical ag case number is: (B)(4).